Event description:
Pt admitted to hosp for removal of eroding infected penile prosthesis. MFR unknown. Penile prosthesis was placed several years ago, actual age of device unknown. Pt was found to have gross purulenet discharge from the tubing tract and from the extruding corporal body cylinder, right side. Also found was a large pocket of purulent discharge in retropubic space. Pt experienced a traumatic hypospadius due to the inflatable device. Pt had no abdominal wall cellulites, and no erythema of abdominal wall or periuretheral area.